Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of th batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same patient as MFR report#: 2134265-2009-05881, -05882, -05891, -05893, -05896, -05901. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient underwent a reintervention. The patient had a taxus express2 drug eluting stent placed in the 80% stenosed proximal right coronary artery in 2005. At about 6 months later, the patient presented with angina pectoris and underwent a reintervention. The proximal to mid right coronary artery and 90% in-stent restenosis. Treatment consisted of placement of another taxus express2 drug eluting stent. The event was reported to be resolved without residual effects.